Manufacturer narrative:
Correction to describe event or problem; submitted 11/08/2016 as follow-up #1: a review of the complaint record indicated that the alleged issue was deemed to be one of power/ battery life.

Manufacturer narrative:
Follow-up #2: date of submission 01/10/2017.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: review of the pump history revealed replaced battery alarm occurred (B)(6) 2016 at 3:45 am without a low battery warning recorded prior. On investigation, product analysis successfully duplicated a low battery warning. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump did not emit a low battery alert prior to the pump emitting a replace battery alarm. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a pump alarm issue.